Event description:
Doctor implanted dialysis catheter. Successful dialysis 9 times and the last time the nurse found that the catheter was out of the position 1 cm and the cuff had grown into tissue and separated from the catheter.

Manufacturer narrative:
The complaint of a detached surecuff and heat sleeve is confirmed. Gross and microscopic examinations confirm a complete separation of the surecuff and heat sleeve from the catheter. The detached surecuff was not returned for eval. At this time the mechanism of damage is undetermined. A lot history review (lhr) of reve1120 showed two other similar product complaint(s) from this lot number.